Event description:
During a preventive maintenance, the company representative observed the iabp "ap fiber optic failure" (during power up). No patient involved.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep replaced the "fiber optic module" (part number-0997-00-1161) and corrected the failure. The iabp was tested to factory specification. It functioned normally and was returned to the customer. A supplemental medwatch report will be submitted if the replaced part is received and evaluated by the manufacturing facility at (B)(4). Ref: (B)(4).